Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora balloon catheter burst during inflation in a heavily calcified lesion. The balloon was removed intact with no consequences to the patient or others.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.